Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and keypad anomaly. The customer¿s blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 138 mg/dl. Customer did not experience any symptoms high blood glucose event. Customer was treated with insulin for high blood glucose level. Customer stated that the esc button of the insulin pump was not responding. Customer also stated that the blood glucose value was between 300 mg/dl to 400 mg/dl. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the insulin pump was not under delivering. Customer stated that the drive support cap appears normal. Customer is unable to upload to carelink. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Device had stained end cap sticker.